Event description:
It was reported that a patient, who was part of the (B)(6) study, is deceased and died approximately eleven months post device system implant. Further information related to the cause of death was requested and is not available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined.